Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient sits in his metal chair outside he feels a tingling sensation in his hand when he touches the metal chair with his hand. Patient was instructed to try seeing if the tingling is present when the implant is off compared to on. Patient retried sitting in chair with implant off and did not feel any tingles. Then he tried turning the implant on and still did not feel any tingles. He is unable to recreate the tingling sensation at this time. There is no known cause of the sensation. Problem is resolved at time of report.